Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The lens was exchanged with a same length and power lens due to aqueous misdirection syndrome. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - aqueous misdirection syndrome. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5 - it was later indicated the patient also experienced shallow anterior chamber. H6 - health effect clinical code: 4581 - shallow anterior chamber. Claim#: (B)(4).